Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected wbc content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(6). The disposable kit was not available for return and investigation. This report is being filed due to device malfunction that has potential for injury.

Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the elevated wbc count that the customer experienced. The run data file was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The analysis of the run data file did not find any conclusive cause for the higher than expected wbc content reported for this collection. It is possible that the numerous access pressure alerts and adjustments could have disrupted the steady state of the system and could have contributed to the higher than expected wbc content in the platelet product. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the higher than expected wbc content in the platelet product. Additionally, based on the available information, it cannot be ruled out that this leukoreduction failure could be donor related.